Event description:
It was reported that the left monitor on the 6800 system would not come out of sleep mode. The system had to be re-booted. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.